Event description:
It was reported that a patient was placed on impella 5.5 for hemodynamic support. During support, it was reported that they had negative fluid balance due to fursosemid and no suction alarms after volume. In addition, a call from the physician was received to report purge pressure with red alarm "purge system blocked". There were no kinks and the purge system was changed. Motor current was stable. Additionally, they switched to argatroban due to heparin-induced thrombocytopenia. The pump was exchanged and the patient survived.

Manufacturer narrative:
A.4 is unknown. The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist, section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 for use during cardiogenic shock: section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of high purge pressure, thrombocytopenia, and low pump flow has been completed. Insufficient product was returned for evaluation. A partial pump, cut at the catheter leaving only the cannula was returned hence no reproduction testing could be carried out. Biomaterial was observed in the purge gap and in the outlet cage. No data logs were returned for analysis. High purge pressure: the root cause of high purge pressure was not determined as no data logs were returned for analysis and partial product was returned which could not be tested. No strong evidence to determine definitive root cause. Low pump flow: the root cause of low pump flow was not determined as no data logs were returned for analysis and partial product was returned which could not be tested. No strong evidence to determine definitive root cause. Thrombocytopenia: the cause of the issue was not determined due to insufficient clinical details. Thrombus: as the necessary information was not provided. The root cause of the thrombus was not determined.